Manufacturer narrative:
(B)(4) initial report. Device details, patient medical history, post primary and pre-revision x-ray and explant have been requested in order to progress with the investigation. Device manufacturing records will be reviewed.

Event description:
Trinity revision after 2 months due to poor bone stock quality.

Manufacturer narrative:
(B)(4). Final report. The devices were revised due to poor quality of bone stock. The device manufacturing records were reviewed and it was confirmed that the devices were manufactured to material and dimensional specification.

Event description:
Trinity revision after 2 months due to poor bone stock quality.